Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent dislodged. The target lesion was a calcified, 80% stenosed portion of the left anterior descending (lad) coronary artery. The physician predilated the lesion with 2.5x20mm balloon and then advanced a 3.5x12mm taxus liberte' drug eluting stent towards the lad. The lesion was not crossed because of difficulty passing through the stenosis and upon withdrawal of the stent delivery system it was noticed the stent dislodged from the catheter. It is not clear to the physician at what point in the procedure the stent dislodged. The stent was not found and remains in the pt in an unk location. During the procedure the pt received aspisol and heparin, following the procedure the pt received agrastate. There were no pt complications and the pt is reported as ok. This product is only 'ous' approved but it is similar to a marketed us device.